Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and the display did not returned to normal after changing the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. After battery installation device gave an unexpected partial white display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.